Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 months due to perivalvular leak and severe aortic and mitral valve acute endocarditis with vegetations on the prosthetic valve with annular abscess. Per the operative report, the patient has had malaise and shortness of breath. He was treated for an infection with antibiotics in (B)(6) 2011. He has had worsening heart failure, and echo showed what was felt to be an aortic left atrial fistula with perivalvular leak. The patient has a significant amount of vegetations on his prosthetic valve. There was a large fistulous tract between the left ventricular outflow tract, the aortic annulus, and the left atrium through the septum. Also, there was a large sinus cavity in the left ventricular outflow tract beneath where the native left and right commissures would typically be. The patient had aorto-ventricular discontinuity at this level. There was just mild mitral regurgitation, but there were vegetations on the future ring end and it had dehisced at the left fibrous trigone through the sinus cavity. The patient was severely coagulopathic. The aortic valve was explanted by removing each suture very carefully and trying to remove all pledgets that were seen. The annulus appeared to be reconstructed at this time. Then 2-0 pledgeted ethibond sutures were placed through the annulus of the aortic valve until 10 sutures were placed in horizontal fashion with the pledgets on the ventricular side of the annulus. Multiple sutures were placed through the reconstructed annulus, and it appeared to have significant integrity. The sutures were secured to the sewing ring of the 21 mm carpentier-edwards pericardial valve. The valve was seated, each suture individually tied and divided either manually or with the cor knot tyer. The valve appeared to be seated well seated. Transesophageal echo identified the valve to be well seated.

Manufacturer narrative:
(B)(4) = vegetations on the prosthetic valve with annular abscess. (B)(4) = device not returned. Unfortunately, the edwards device was not returned; therefore, the reported endocarditis cannot be investigated. Although the root cause cannot be investigated, it is likely that the perivalvular leak was due to the vegetations on the prosthetic valve with annular abscess. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the operative report the patient was treated for an infection with antibiotics in (B)(6) 2011. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.